Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection with sepsis and was part of the system revision. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.